Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided, it is possible that the endoscopic image was not displayed because the camera cable was broken when crossing the movable bed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed, the camera cable was on the floor and crossed the movable bed with the patient on it. The reported event occurred after the procedure. This may have been caused by mechanical damage due to mishandling by the customer. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4), for evaluation. (B)(4) inspected the device and confirmed the following: -the reported phenomenon was reproduced. -the reported event was caused by the camera cable failure and damage. The camera cable may have been mishandled. -there was no visible external damage. -the cable unit will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.